Manufacturer narrative:
Ps54831. The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The rt106 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report following receipt of complaint device and completion of our investigation.

Event description:
Our distributor in (B)(6) reported that there were components missing from an rt106 adult inspiratory heated breathing circuit kit. This was discovered during the incoming goods inspection, at the distribution center, prior to release to any user facility. No pt consequence was reported.